Manufacturer narrative:
It was reported that the patient at home was on a warfarin dose of 4mg, monday, tuesday, and wednesday (mwf), 5mg ("tthss"). International normalized ratio (inr) was mildly supratherapeutic at 2.2 on admission (goal 1.5-2). Hemoglobin (hgb) was 6.3 on admission. She received 2 units of packed red blood cells (prbc) on (B)(6). Bivalirudin 250 mg continuous intravenous (IV) on ((B)(6) 2016-(B)(6) 2016) and enteroscopy ((B)(6) 2016) found no source for gastrointestinal (gi) blood loss. Warfarin was not restarted at discharge. No additional information available. Admitted 8 times in the last 8 years for gastrointestinal bleeds. (B)(6) 2014 work up was negative. Ventricular tachycardia, atrial fibrillation, nyha class IV, smoking, diabetes heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the power consumption of the ventricular assist device (vad) was noted to be above normal in the logfiles. The patient was hospitalized and the vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017; 52 high watt alarms have been logged since (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was a sudden rise in flow.

Manufacturer narrative:
Initial aware date: (B)(6) 2017. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please reference cesub help desk case (B)(4). Please update date FDA received (initial report) to (B)(6) 2017. Please update date manufacturer received (initial report) to (B)(6)2017. If information is provided in the future, a supplemental report will be issued.